Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the troubleshooting survey it was identified by adc customer service that the customer applied a second sample of blood after the allowed time. Adc customer service educated the customer on the proper technique and the customer was able to successfully perform a control solution test with no error messages.

Manufacturer narrative:
The device ((B)(4)) was returned and an investigation utilizing retained test strip (lot no: 1017514) and retained control solution (lot no: 0f3u01) has determined the complaint is not confirmed. All results were within range specification and no errors were observed.

Event description:
A customer reported she received an error-3 display message on her freestyle lite blood glucose meter when the test strip was inserted into port and when a sample was applied to the test strip. As a result of the error message, the customer reported she was unable to obtain a blood glucose reading and experienced loss of consciousness as well as bruising. The date of the medical event was (B)(6) 2011. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reported she drank milk. There was no report of death or permanent impairment associated with this event.